Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the 3x15mm traveler balloon dilatation catheter was inflated to 8 atmospheres (atms) for the first and second inflation and 10 atms for the third and fourth inflation. The lesion was heavily calcified. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a calcified lesion in the mid left anterior descending coronary artery. A 3x15mm traveler balloon dilatation catheter (bdc) was advanced for pre-dilatation when it failed to cross the lesion due to the anatomy. The bdc failed to cross slightly proximal to the lesion. The balloon was inflated at this site, four times and ruptured at an unknown pressure. The bdc was removed without resistance and a non-abbott bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.